Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia from one month reached to 500 mg/dl [hyperglycaemia] technical issue in np4 [device issue]. Force needed to inject feel was more difficult, sometimes the push button stooped during injecting the dose [device malfunction]. Patient is using already used needle [multiple use of single-use product] patient leave the needle attached to the pen in between injections [product storage error]. Case description: study ID: (B)(6). Study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample and verify if they have any problems with regard to the product received, or any problem with regard to diabetes. Patient's height: 130 cm. Patient's weight: 22 kg. Patient's bmi: 13.01775150. This serious solicited report from egypt was reported by a consumer as "hyperglycemia from one month reached to 500 mg/dl(hyperglycemia)" with an unspecified onset date , "technical issue in np4(device issue)" with an unspecified onset date , "force needed to inject feel was more difficult , sometimes the push button stooped during injecting the dose(device component malfunction)" with an unspecified onset date , "patient is using already used needle(needle reusage)" with an unspecified onset date , "patient leave the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date and concerned a 129 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novofine (needle) from unknown start date for "device therapy", , novorapid penfill (insulin aspart 100 u/ml) (7-8 iu) from (B)(6) 2024 and ongoing for "type 1 diabetes mellitus", , tresiba penfill (insulin degludec 100 u/ml) (15u) from (B)(6)2024 and ongoing for "type 1 diabetes mellitus", dosage regimens: novopen 4: not reported novofine: not reported novorapid penfill: on (B)(6) 2024 to not reported (dosage regimen ongoing). Tresiba penfill: on (B)(6) 2024 to not reported (dosage regimen ongoing). Current condition: type 1 diabetes mellitus (since (B)(6) 2024). Concomitant medications included - l-carnitine [levocarnitine], irolamin (non-codable), nutritru (non-codable). On an unknown date due to technical issue in novopen 4 the patient suffered from hyperglycemia (blood glucose) from one month reached to 500 mg/dl but he was completely recovered from 3 days it was reported that force was needed to inject feel was more difficult, mentioned that sometimes the push button stooped during injecting the dose. Patient was using already used novofine needle from a period of time during the pen problem and left the needle attached to the pen in between injections and attached the needle to the pen in a 180 degree angle. The patient ensured that the needle was properly attached to the pen no recent changes in diet or exercise/physical activity no, lack of efficacy was not suspected, she mentioned that the main issue was in the pen and pen problem now was solved. On an unknown date patient's fbgl (fasting blood glucose level) was 157 mg/dl. Batch numbers: novopen 4: nvgtx53 novofine: has been requested novorapid penfill: nr7sk09. Tresiba penfill: ps6kp40. Action taken to novopen 4was no change action taken to novofine was not reported action taken to novorapid penfill was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "hyperglycemia from one month reached to 500 mg/dl(hyperglycemia)" was recovered. The outcome for the event "technical issue in np4(device issue)" was not reported. The outcome for the event "force needed to inject feel was more difficult, sometimes the push button stooped during injecting the dose (device component malfunction)" was not reported. The outcome for the event "patient is using already used needle (needle reusage)" was not reported. The outcome for the event "patient leave the needle attached to the pen in between injections (device stored with needle attached)" was not reported. Reporter's causality (novopen 4) - hyperglycemia from one month reached to 500 mg/dl(hyperglycemia): unknown technical issue in np4(device issue): probable force needed to inject feel was more difficult, sometimes the push button stooped during injecting the dose (device component malfunction): probable patient is using already used needle (needle reusage): unknown patient leave the needle attached to the pen in between injections (device stored with needle attached): unknown. Company's causality (novopen 4) - hyperglycemia from one month reached to 500 mg/dl(hyperglycemia): possible technical issue in np4(device issue): possible force needed to inject feel was more difficult, sometimes the push button stooped during injecting the dose (device component malfunction): possible patient is using already used needle (needle reusage): possible patient leave the needle attached to the pen in between injections (device stored with needle attached): possible. Reporter's causality (novofine) - hyperglycemia from one month reached to 500 mg/dl(hyperglycemia): unknown technical issue in np4(device issue): unknown force needed to inject feel was more difficult, sometimes the push button stooped during injecting the dose (device component malfunction): unknown patient is using already used needle (needle reusage): unknown patient leave the needle attached to the pen in between injections (device stored with needle attached): unknown company's causality (novofine) - hyperglycemia from one month reached to 500 mg/dl(hyperglycemia): possible technical issue in np4(device issue): possible force needed to inject feel was more difficult, sometimes the push button stooped during injecting the dose (device component malfunction): possible patient is using already used needle (needle reusage): possible patient leave the needle attached to the pen in between injections (device stored with needle attached): possible reporter's causality (novorapid penfill) - hyperglycemia from one month reached to 500 mg/dl(hyperglycemia): unknown technical issue in np4(device issue): unknown force needed to inject feel was more difficult, sometimes the push button stooped during injecting the dose (device component malfunction): unknown patient is using already used needle (needle reusage): unknown patient leave the needle attached to the pen in between injections (device stored with needle attached): unknown company's causality (novorapid penfill) - hyperglycemia from one month reached to 500 mg/dl(hyperglycemia): possible technical issue in np4(device issue): possible force needed to inject feel was more difficult, sometimes the push button stooped during injecting the dose (device component malfunction): possible patient is using already used needle (needle reusage): possible patient leave the needle attached to the pen in between injections (device stored with needle attached): possible reporter's causality (tresiba penfill) - hyperglycemia from one month reached to 500 mg/dl(hyperglycemia): unknown technical issue in np4(device issue): unknown force needed to inject feel was more difficult, sometimes the push button stooped during injecting the dose (device component malfunction): unknown patient is using already used needle (needle reusage): unknown patient leave the needle attached to the pen in between injections (device stored with needle attached): unknown company's causality (tresiba penfill) - hyperglycemia from one month reached to 500 mg/dl(hyperglycemia): possible technical issue in np4(device issue): possible force needed to inject feel was more difficult, sometimes the push button stooped during injecting the dose (device component malfunction): possible patient is using already used needle (needle reusage): possible patient leave the needle attached to the pen in between injections (device stored with needle attached): possible references included: reference type: e2b linked report reference ID#: (B)(4) reference notes: same patient case. Preliminary manufacturer's comment: on (B)(6) 2024: the suspected products have not been returned to novo nordisk for evaluation. No conclusion reached. However, needle reusage and improper storage technique could have contributed to hyperglycemia in patient.

Event description:
Case description: investigation result: name: novopen 4, batch no: nvgcx53. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Investigation result: name: novofine, batch no: unknown. No investigation was possible, because neither sample nor batch number was available. Investigation result: name: novorapid penfill, batch no: nr7sk09. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Investigation result: name: tresiba penfill, batch no: ps6kv40. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: -"malfunction" updated as "no". -is non-reportable updated as "no". -investigation results updated -"final report" ticked, "expected date of fu report" removed and "current location of device" updated in EU/ca tab. -b,c and d, g (imdrf) codes updated in device addendum tab. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2025: the suspected device novopen 4 and novofine needle have not been returned to novo nordisk for evaluation. No abnormalities relating to the observed prob-lem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in rela-tion to functionality of novopen 4 and novofine needle. However, needle reusage and improper storage technique could have contributed to hyperglycaemia in patient. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill and tresiba penfill. H3 continued: evaluation summary: investigation result: name: novopen 4, batch no: nvgcx53. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.